Event description:
New information notes that the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported complaint of false magnet detection was confirmed. Based on the data provide the root cause could not be determined. The reported events of inappropriate magnet response and inability to interrogate were confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate mag net response and inappropriate low voltage output and failure to interrogate on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: needed for missing failure to interrogate in b5 and h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate magnet response and inappropriate low voltage output on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.